Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that takotsubo syndrome occurred. A pulse field ablation (pfa) procedure was performed using a farawave 2.0 catheter. While the patient was in recovery post procedure, the patient developed takotsubo syndrome. The condition of the patient improved under observation and the patient was discharged.

Event description:
It was reported that takotsubo syndrome occurred. A pulse field ablation (pfa) procedure was performed using a farawave 2.0 catheter. While the patient was in recovery post procedure, the patient developed takotsubo syndrome. The condition of the patient improved under observation and the patient was discharged.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the farawave catheter upn #m004pf41m431 batch #0036385332. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the farawave catheter was discarded by the healthcare facility therefore returned device analysis could not be performed. Labeling review: the farawave catheter IFU lists heart failure, including cardiomyopathy, as a known potential adverse events associated with the use of the device. Investigation conclusion: bsc has assigned an investigation conclusion code of adverse event related to patient condition. It was reported that following a pulse field ablation procedure the patient developed takotsubo cardiomyopathy. Takotsubo syndrome represents a stress induced cardiomyopathy which in this case likely occurred as a physiological response of the patient to the procedure. Cardiomyopathy is a known potential adverse event associated with the use of farawave catheter. Risk review: a review of the farawave hazard analysis was completed and confirmed that the event of cardiomyopathy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.